Event description:
Pt has a known adverse reaction to albuterol. The allergy is listed in innumerable places in the electronic medical record. Yet, it was ordered by a physician and was listed on the electronic medication record to be given every 2 hours prn, having bypassed the pharmacists' and nurses' recognition. This raises matters of disease of the e-pharmacy and e-medication systems and distrust for the said system of care that is proclaimed to be safer when electronic care administering medical contrivances are deployed. We are concerned that if such a basic error is allowed to go unrecognized by these supposedly safe devices, how safe are they, exactly?